Event description:
It was reported that suture placement was attempted using a prostar xl device in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 7fr. Reportedly, after the handle was pulled away from the hub only three of four needles were deployed. It was found that one of the four needles had deflected outside of the barrel of the prostar xl device and went into the subcutaneous tissue. Needle back-down technique was performed with only the three needles being backed down. The fourth needle remained in the subcutaneous tissue. A cut-down procedure was performed to remove the prostar xl device along with the fourth needle that was in the subcutaneous tissue. Hemostasis was surgically achieved. There were no reported adverse patient sequelae. The physician reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.